Event description:
The patient reported the teeth are clicking and the aligners have not improved alignment. Patient experiencing a lot of pain, the bottom aligner is too tight, and it hurts the teeth where the implants are located. Additionally, the bottom teeth are hitting one of the top teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.